Event description:
It was reported the patient had a power on reset (por) condition. It was noted that manufacturer representative was able to get the patient to recharge their implantable neurostimulator (ins) over the phone. It was reported the por has been displayed for a ¿few months¿, but the patient was too busy to address the issue, thus they have been enduring the pain due to lack of therapy. It was noted the patient was going to call back once they are done recharging to see if the por could be cleared.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer, patient. (B)(4).